Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under two of the electrode on his back. The patient was told by physician to remove the device until the blisters healed. The patient reported that the blisters left scars on his back.